Manufacturer narrative:
Submit date: 3/23/2017 - an investigation is currently underway; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the fold of the out-of-package tube which persists despite attempts to straighten. The catheter was bent on the drainage side. The customer also mentions that the catheter detached. The catheter has a restricted lumen that cannot be fixed and managed to bring it to a normal lumen. No harm to the patient. The issue was noticed during set up. The catheter was bent on the drainage side.